Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Functional testing found the device would not power on in high or low mode with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection if the interior of the pack found one of the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack and no damage was found to the wiring of the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the pulsavac was unable to regulate saline. There was no harm or delay reported. No additional information is indicated. Due diligence is complete. At product evaluation investigation visual inspection if the interior of the pack found one of the batteries had leaked electrolyte inside of the pack. No adverse events were reported as a result of this malfunction.